Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple intermittent occlusion alarms occurred. Additionally, the insulin gauge was intermittently inaccurate and multiple minimum fill notifications occurred after filling a cartridge with 280 units of insulin. Troubleshooting could not be performed as all issues occurred in the past. No impact to the customer's blood glucose. Customer continued to use the pump for insulin therapy.